Manufacturer narrative:
Submitted: 05-oct-2018. The pump has been returned and evaluated by product analysis on 24-sep-2018 with the following findings: device evaluation: on investigation, the audio bolus button was inoperable due to the button contact (slug) being mission due to a tear in the button cover. Additionally, the display was noted to be dim/faded/discolored.

Event description:
The pump was returned for investigation. Investigation revealed an audio bolus button issue and a display issue. This report is made based on results of investigation completed on 24-sep-2018.